Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint: asr revision due to take place (B)(6) 2013. Left. Asr xl. Reason(s) for revision: pain. Update received april 17th, 2013. Two products added. Update received april 30th, 2013. Cup details added. Update form 57 received may 7th, 2013. Additional reason for revision added. Reason(s) for revision: loosening and displacement of asr cup. Update received may 16th, 2013. Stem, taper sleeve details added. Stem was left in situ. Taper sleeve still connected to femoral head so lot number cannot be identified. Update 2 september 2015: updated to legal with kennedy ref. 7157. Added hospital of original implant surgery. Added manufacture and expiry dates for products. Added dummy stem. Taken from kennedy alert 1 september 2015 (pd 2 september 2015)